Manufacturer narrative:
The device was not returned for eval. Therefore, we are unable to confirm the reported malfunction. Qualification records for the product lot were reviewed and determined to have met all acceptance criteria. The omnipod user's guide advises that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hours of monitoring and treating high bg levels with correction boluses, if bgs still remain high, the user guide instructs to change the pod using a new vial of insulin and to contact an hcp for guidance. If control solution test results to fall outside the range printed on the test strip vial, the user guide advises: the omnipod system may not be working properly, do not use the system to test your blood glucose, call customer care. Bgs should be tested with an alternate, back-up meter.

Event description:
Customer reported she was hospitalized for hyperglycemia with blood glucose of 259 mg/dl. Neither exact time and date nor any treatment received at the hospital was reported. Her pdm was reading almost 20% below the hospital meter and when she checked it with control solution, the result was 75 mg/dl (range 83-125).